Event description:
The customer reported that following a radiology procedure in 2001, a vasoseal es was deployed. The pt presented back to the physician's office with a "red, hard groin area". An ultrasound was performed, but was negative for a pseudoaneurysm. The pt was started on antibiotics and then was sent home. Several days later the pt stated that the red area popped and a large amount of pus drained out of it. The pt presented back to the physician's office and an incision and drainage was performed and then the site was packed. The pt returned a few days later for the packing to be removed and was sent home without further complication.